Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using penumbra smart coils (smart coils), a non-penumbra microcatheter, a 5f angiographic catheter, and a guidewire. It was reported that the patient anatomy was mildly tortuous. During the procedure, the physician implanted two smart coils in the target location using the microcatheter. Subsequently, the physician was unable to advance the next smart coil from the starting position, and the smart coil was stuck in the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using three new smart coils, two ruby coils, and a different non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted within the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the pusher assembly mid-joint passed through the introducer sheath friction lock, the smart coil was able to advance through its introducer sheath without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.